Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed an exposed earth connector and that all chassis screws were missing. The device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Additionally internal inspection showed contamination on multiple components and boards. The battery post was also found disconnected. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns itself on and off. No patient impact or consequences were reported.